Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed that the stent dislodged from the delivery balloon and was resting on the lumen 7 mm proximal to the distal markerband and 2 mm proximal to the proximal markerband. The stent was damaged along its entire length. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the right radial access. The 40mm long target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A jr4 guide catheter engaged the vessel and numerous balloon catheters were advanced for pre-dilatation. Next, a 2.25x12mm promus element stent delivery system (sds) was advanced through the guide with difficulty. The sds did not cross the target lesion and upon removal there was minimal resistance. The distal end of the stent became damaged and it crumpled towards the proximal end. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the right radial access. The 40mm long target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A jr4 guide catheter engaged the vessel and numerous balloon catheters were advanced for pre-dilatation. Next, a 2.25x12mm promus element stent delivery system (sds) was advanced through the guide with difficulty. The sds did not cross the target lesion and upon removal there was minimal resistance. The distal end of the stent became damaged and it crumpled towards the proximal end. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device